Event description:
The user facility reported that the tip of the dilator became damaged during a percutaneous transluminal coronary angioplasty procedure. Follow-up communication confirmed that: resistance was encountered during insertion of the sheath and dilator; the device was unable to be advanced due to calcifications in the vessel wall at the puncture site; the physician then pulled the sheath back and found the distal tip of the dilator had become damaged; the procedure was then preformed by sequential insertion of small dilators; the procedure was completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
Results - based upon evaluation of user facility information and the returned sample; based upon testing of reserve samples conclusions - based upon evaluation of user facility information and the returned sample; based upon testing of reserve samples the involved device was returned and evaluated. Examination confirmed that: a portion of the dilator was bent and partially fractured at approximately 5 mm from the distal tip; and magnified examination revealed that the edges of the fracture are smooth. Inspection and testing of retained samples confirmed that there were no defects and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with the dilator having been partially damaged as a result of contact with a sharp instrument. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).